Event description:
A nurse reported the unit would not recognize the footswitch during a procedure. The system was being used for diathermy functions only and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and replaced footpedal cable and controller pcb (printed circuit board). The system was then tested and met product specifications. A replacement footswitch was ordered. The replaced footswitch was returned for evaluation. A root cause has not been determined. (B)(4).